Event description:
It was reported the patient had total knee replacement on (B)(6), 2013. Doctor took out im rod that would therefore save the patient additional surgery. Patient had a CT scan on (B)(6) 2012 and is requesting reimbursement for CT scans performed.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.